Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11. The following sections were corrected: h6. No device was returned for evaluation; radiographs and photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified that the inferior aspect of the glenoid's articular surface appears to be significantly worn, which may have been the result of abnormal articulation between the glenoid and another device or native bone. However, this cannot be confirmed based on the provided information. The central peg has disassembled from the glenoid body which may have occurred during removal or in vivo. The cage glenoid was reportedly "broken" but it is unclear if this description was related to implant fracture/disassembly or the extensive wear observed. The humeral head appears to be sitting along the superior aspect of the glenoid which may have resulted in impingement inferiorly between the humerus and the osteophytes. Additionally, the humeral implant appears to be sitting proud or may have experienced inferior bone loss. The peripheral and central pegs appear to be misaligned which may have been the result of improper seating or eccentric loading about the glenoid's pegs due to the position of the humeral head. However, this cannot be confirmed based on the provided information. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from pain and prosthesis wear as reported. The prosthesis wear may have been due to abnormal articulation between the glenoid and another device or native bone. The reported pain may have been due to the prosthesis wear, unreported impingement, or uneven loading of the humeral head on the glenoid component. However, this underlying cause cannot be confirmed as no relevant clinical information was provided. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 300-20-02 - equi square torque define screw drive kit: 6450211. 300-01-11 - equi, humeral stem primary, press fit 11mm: 6470839. 300-10-15 - equi replicator plate 1.5mm o/s: 6436710. 310-01-41 - equi, humeral head short, 41mm (alpha): 6104242. 314-13-32 - equi cage glenoid s, post aug, right: 6277527.

Event description:
As reported, approximately 5 years and 1 month post the initial right total shoulder arthroplasty, the patient experienced pain. The poly laser cage was broken. The patient was revised and everything was removed and replaced with competitor products. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.